Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port between the solution bag and supply line of the cassette was leaking. This occurred during setup for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.